Event description:
Related manufacturer reference number:(B)(4). It was reported that the implantable cardioverter defibrillator and the right atrial lead exhibited post-paced oversensing, oversensing noise, and inappropriate mode switch. The device was explanted, and the lead remains implanted. The patient was discharged.